Event description:
A valiant stent graft system was implanted emergently in a patient for the endovascular treatment of a thoracic aortic aneurysm with a chronic dissection approximately three weeks ago. It was reported that after modeling the proximal most sent graft with a reliant balloon the false lumen continued to fill. The physician then implanted another valiant stent graft proximal to the first stent graft and the final angio showed the false lumen was no longer filling. Three days post implant the patient developed an antegrade dissection which extended from the left subclavian to the iliac arteries. The two most proximal stents which were deployed to the level of the left carotid artery required surgical repair of the ascending thoracic aorta. The physician stated that the type a dissection was likely caused by the stent graft modeling with the reliant balloon. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: arterial trauma/dissection/perforation. Pre-operatively dissected thoracic aorta. Stent graft was used for treatment of a patient with a pre-operatively dissected thoracic aorta. Balloon. Conclusions: pre-operatively dissected thoracic aorta. Stent graft was used for treatment of a patient with a pre-operatively dissected thoracic aorta. Balloon.